Event description:
Perclose had completely closed the artery, and patient was brought to vascular surgery to repair the right femoral artery. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).